Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated bilirubin results while using the clinical chemistry total bilirubin assay on the architect c4000 analyzer. The customer indicated the specimens were sent to a secondary lab on (B)(6) 2018 ((B)(6)) where the results were lower than the initial results, as follows: provided ranges: (B)(6).

Event description:
On (B)(6) 2018 additional patient result information was provided, as follows: sid 10749886 initial 1.7 and 1.6 retested at lab corp 1.0. Sid 10750040 initial 1.6 and 1.6 retested at lab corp 1.0. Sid 10749821 initial 1.7 retested at lab corp 1.1. Sid 10749671 initial 2.7 retested at lab corp 2.1. Sid 10749306 initial 2.7 and 2.5 and 2.6 retested at lab corp 1.7. Sid 10750548 initial 1.7 retested at lab corp 1.2. Lab normal patient range: 0.2-1.5mg/dl. Lab corp normal patient range 0.0-1.2 mg/dl. There has been no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, service history review, a search for similar complaints, and a review of labeling. Return material was not available. A service history review identified no contributing factors on or around the date of the complaint being initiated that may have contributed to this issue. Tracking and trending did not identify an adverse trend for discrepant total bilirubin results. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, ln 02p24, was identified.